Event description:
It was reported a leaking PICC inserted in a patient on (B)(6) 2025. The client is under surveillance, using antibiotic therapy, and it is necessary to replace the PICC on today's date. 02/24/2026: it was found during an investigation the material appears to be separated and split.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split in groshong extension leg tubing is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt PICC line was returned for evaluation. Visual observation of the photograph shows a fully inserted groshong nxt PICC line. The proximal end of the tubing of the extension leg is shown to have material deformation. The material appears to be separated and split; however, no other details can be discerned from the photograph. No other damage can be discerned on the PICC line from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.